Event description:
On (B)(6) 2012, additional information was received indicating that the patient's lead was replaced due to a nick in the lead. No other information was available.

Event description:
On (B)(6) 2012, it was reported that this vns patient underwent lead revision due to a broken lead and generator revision due to battery depletion. The generator revision is captured in MFR report #1644487-2012-01747. The explanted lead was returned on (B)(4) 2012 and is currently undergoing product analysis. A battery life calculation was performed on (B)(4) 2012. The results indicated negative years to eri = yes.

Event description:
Product analysis for the lead was approved on (B)(6) 2012. The lead assembly was returned for analysis. Abraded openings were observed in both the outer and the positive inner tubing in the body region of the returned lead. Note that since the lead's electrodes were not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the observed abraded inner tubing opening and typical wear, and explant related observations, no additional anomalies were identified in the returned lead portions.

Manufacturer narrative:
Device failure has occurred but did not contribute to a patient death.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death.